Manufacturer narrative:
A search of the medtronic global complaint handling database with the provided device serial number did not find a previous record for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: hiraya d, watabe h, hoshi t, minami k, sato k, ishizu t. Evolut pro successfully deployed above the annulus plane for type 2 bicuspid aortic valve. Cardiovasc interv ther. Published online august 17, 2024. Doi:10.1007/s12928-024-01038-w. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient with a type 2 bicuspid aortic valve (fused commissures with calcification) who underwent transcatheter aortic valve implantation with a medtronic 23 mm evolut pro valve. The authors wrote that the evolut pro was ¿deployed using a cusp-overlap view from 4 mm above the annulus.¿ post-operative computed tomography imaging showed a well-expanded frame at the annulus of the valve but revealed ¿poor expansion¿ of the lower part. No adverse consequences were recounted in the articleas a result.